Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217704883 was returned and analyzed. Visual inspection of the mapping catheter showed the loop has several kinks, was ribbed, and electrodes were crushed and displaced. In conclusion, the reported issue ¿entrapment¿ is a clinical issue and could not be confirmed through testing. The mapping catheter failed the returned product inspection due to loop damage, missing shaft and displaced electrodes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was ¿stuck¿ in the right inferior pulmonary vein (ripv). The mapping catheter was attempted to be removed without success. The case was aborted, and the patient was transferred to undergo cardiovascular surgery. The mapping catheter cable was ¿cut down¿, so the balloon catheter and sheath could be removed. A competitor sheath was used to guide the mapping catheter when removing the sheath. The sheath was removed from the patient. No further patient complications have been reported as a result of this event.